Event description:
Complainant alleged taht during a routine shift check by a clinician, the device displayed message codes " status 66" and "status 104". Complainant indicated that there was no patient involvement in the reported failure.